Event description:
It was reported that the lead was explanted due to oversensing caused by noise.

Manufacturer narrative:
Lifescan has requested the return of the product for evaluation, but has not yet received it. If the product is returned, lifescan will evaluate it and, if the product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.